Event description:
The customer reported the system would not boot up. There is no report of injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The issue was identified and repairs were made, however, no conclusion can be drawn as specific repair info is not available at this time.